Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom door not fully latched alarms. The evaluation found that the force required to secure the door was above expected levels. Further investigation found pulled threaded inserts from the front case, which allowed material separation between the front case and mechanism assembly. The front case was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump alarmed door not fully latched during biomedical testing. It was also reported that there was no pt injury.